Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio advised the customer of the repair options for the device. The customer declined having the device repaired and requested to have it returned to them in its current state as they are going to permanently remove it from service. The device was returned to the customer. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that the on/off button on their device was not functioning. As a result, defibrillation therapy may be delayed or unavailable, if it was needed. There was no report of patient use associated with the reported event.